Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that prior to implant procedure capacitor charge time tested at max output. The second attempt was performed at shorter time. The device was replaced.